Manufacturer narrative:
Device evaluation: one device was returned for investigation unused. Visual inspection confirmed customer complaint of a red fibrous substance about 1 centimeter long in the package. This is a supplied item which is brought to the manufacturing site for labelling. During the labelling process, no red fibers are present. The red fiber may have occurred before being supplied for labelling. Device history review is not able to be done as it is with the supplier.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. G5: 510k is blank, device is exempt. D4: expiration date; UDI number and h4: device manufacture date are blank as DHR is at supplier. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that before opening the package, the customer found a red "lint-like" foreign substance in it. No patient was involved. It was reported that no further information is available.